Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon examination, an episode of inappropriate anti-tachycardia pacing (atp) was observed due to oversensing of noise on the right ventricular (rv) defibrillation lead. Programming changes were made to address the oversensing. There were no adverse consequences to the patient. Due to the limited information received, further follow-up to obtain related details was not possible. There were no adverse consequences to the patient. This rv lead remains in service.